Event description:
Alaris pump tubing filter began to leak IV fluids, resulting in changing of sterile tubing and having to hang new IV fluids. Did not sequester equipment (alaris pump) as the problem was not with the pump, but with the tubing itself.